Manufacturer narrative:
The vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument would cut but would not seal. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information regarding the reported event, however, no further details have been obtained as of date of this report.

Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint "would cut but not seal. Visual inspection was conducted and the instrument did not exhibit any conductor wire damage. The instrument was then placed on an in-house system for functional testing, self test passed and delivered energy with no issues. Gap test passed with the .002" gauge. The electrical continuity test passed.